Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Please note the correction for reference report number 2938836-2014-16821. (B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Far-p oversensing was observed. The lead was capped and replaced. The patient did well after the procedure.

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.